Manufacturer narrative:
Device evaluated by manufacturer- additional information the device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil was found damaged, stretched but still attached to the pushwire. Additionally, the pushwire was found bent at proximal end. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The tack weld replacement (twr) crimp was found to be loose. During evaluation, the pushwire was intentionally broken distal to the break indicator, and the release wire was pulled back the implant coil successfully detached. All parts of the returned pushwire that could affect the detachment were found to be within specification and no other anomalies were observed. We are unable to definitively determine the cause of non-detachment; however based on our analysis findings user context may have contributed. The customer did not correctly attempt to detach the implant coil by the manual method (via hypotube) as reported. *note: per the concerto coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hypotube break indicator (hbi) 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.

Event description:
Medtronic received additional information that the physician tried to detached the coil multiple times with instant detacher and as well as with the manual detachment (breaking hypotube method, an alternative method presented in the instruction for use) but the coil did not detach. The patient was treated with 5 more coils and the procedure was completed successfully. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device has been received and device evaluation is anticipated, but not yet begun. Supplemental report will be files once device evaluation will be completed.

Event description:
Medtronic received information that this coil would not detach with an instant detacher after multiple attempts. No further information was provided. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.